Event description:
The customer reported that there was an "x-ray security switch stuck" message displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
The customer cancelled the service call. The reported problem was resolved by the customer. No additional service info was provided.